Manufacturer narrative:
(B)(4). This lot was manufactured november 23, 2016 ¿ november 29, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an overinfusion with a small volume folfusor. The pump was filled with 5fu and nacl. The expected infusion time was 14 hours but the infusion stopped at 7 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.